Event description:
The hosp reported that during preparation for a coronary artery bypass graft surgery, two heartstring seals did not load properly. The seals stuck behind inside the loader when the delivery tube was removed. A replacement seal was used to complete the procedure. The hospital did not report any pt complication. This report is for the second device.

Manufacturer narrative:
Investigation results: the loader device was not returned. The visual inspection revealed that the seal and the anchor were outside of the delivery tube. The tension spring remained in the delivery tube. The delivery device's plunger had not been depressed. The reported failure was confirmed. A lot history record review was completed for the product and there was no nonconformance associated with the lot number.